Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the curve of a 6f pigtail infiniti diagnostic catheter within a customized 6f infinity diagnostic catheter multipack came off. An unknown device was used as a replacement. For evaluation. The device was not in touch with the patient and there were no reported patient injuries. There was no apparent damage when unpacking the catheter and the device was placed at the table. When the physician picked up the device to be used, the distal tip came off. The device was stored per the instructions for use (IFU). The multipack included a pig-tail catheter, a judkins left (jl) catheter and a judkins right (jr) catheter. The pigtail was the only catheter with issues. There was no damage to the packaging. The device was discarded and will not be returned

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the curve of a 6f pigtail infiniti diagnostic catheter within a customized 6f infinity diagnostic catheter multipack came off. An unknown device was used as a replacement. The device was not in touch with the patient and there were no reported patient injuries. There was no apparent damage when unpacking the catheter and the device was placed at the table. When the physician picked up the device to be used, the distal tip came off. The device was stored per the instructions for use (IFU). The multipack included a pig-tail catheter, a judkins left (jl) catheter and a judkins right (jr) catheter. The pigtail was the only catheter with issues. There was no damage to the packaging. The reported event by the customer as ¿brite tip/distal tip separated¿ was not confirmed since the device was not returned for analysis and no images were provided. The exact cause of the issue experienced could not be determined. Without the return of the device and based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. As the issue occurred prior to patient insertion, handling and/or storage factors may have contributed to the issue described. According to the instructions for use (IFU), which is not intended as a mitigation, the catheter should be stored in a cool, dark, dry place. To prevent damage to the catheter during removal from the package, grasp the hub (as was done in this case) and withdraw the catheter. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the curve of a 6f pigtail infiniti diagnostic catheter within a customized 6f infinity diagnostic catheter multipack came off. An unknown device was used as a replacement. The device was not in touch with the patient and there were no reported patient injuries. There was no apparent damage when unpacking the catheter and the device was placed at the table. When the physician picked up the device to be used, the distal tip came off. The device was stored per the instructions for use (IFU). The multipack included a pig-tail catheter, a judkins left (jl) catheter and a judkins right (jr) catheter. The pigtail was the only catheter with issues. There was no damage to the packaging. The device was discarded and will not be returned.